Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. On (B)(6) 2012 the device correctly identified a low battery fault and switched to fault mode with the red status indicator flashing red and the device emitting an audible warning message. Information obtained from the device showed that there were significant fluctuations in voltage, these fluctuations would be sufficient for the device to detect a low battery. Investigation confirmed there to be a fault to the -ve terminal pogo pin. When tested under load the current flow through the pogo pin was reduced and this caused the fluctuations in the voltage. The fluctuations were sufficient for the device to identify a low battery and trigger the low battery warning. When tested both the device and the battery were confirmed to be able to perform to specification, therefore the fault with the pogo pin would not have prevented operation of the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unk" box has been checked in section h8 of this report.